Event description:
It was reported that there was a sudden simultaneous drop in the right atrial (ra) lead and the right ventricular (rv) lead impedances. There was oversensing on the rv lead and a slight rise in defib impedance. It was also reported that there was a potential performance issue with the device. It was noted that the device appeared to have somewhat of a higher current drain than expected. The device was explanted and replaced. Both the rv and the ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947-58 implantable tachy lead 2012 (B)(6); d314drg defibrillator 2012 (B)(6). (B)(4).